Event description:
It was reported that pump displayed malfunction alarm malf 24 and could not be reset. There was no reported impact to the customer¿s blood glucose level. Customer was advised that replacement pump with updated software would be provided. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.